Event description:
Boston scientific rec'd information that this ventricular lead was exhibiting low sensing amplitudes. Undersensing was also reported. The device was reprogrammed. The caller then checked the device and there was no capture. The pt has what appears to be atrial fibrillation with rapid ventricular response, but is not pacer dependant. Technical services suggested taking an x-ray to confirm if the lead dislodged. No adverse pt effects were reported. One month later the lead was explanted and replaced. An explant date was not provided.